Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer was failed. The customer reported that a malfunction took place when the user tried to pull meds from this drawer which resulted in delay since the user had to obtain medications from the pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed that the customer requested to cancel the case and no further investigation required for this device.